Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient heard tones from this subcutaneous implantable cardioverter defibrillator (sicd). An alert was generated for a device integrity check. Premature battery depletion was suspected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported.